Event description:
It was reported that air bubbles were observed within the patient line. Reportedly, the t:lock connection was not straight and secure. The customer declined further troubleshooting with tandem technical support. Customer¿s blood glucose level was 216 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.